Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the procedure was extended by 60 minutes. Were there any patient consequences as a result of the extended surgical time? If yes, please describe. No, customer only gave feedback total time was extended 60 minutes when comparing usual time because of treatment with the damaged stapler. Risk assessment: more anesthesia and more anesthesia drugs, risk for surgical infection, increase risk to leak of anastomosis by tissues damaged and infection, increase cost for this case. How was the procedure completed? Clear tissue trauma, clean surgical field, re-anastomosis by another stapler. Where within the gap setting scale was the orange indicator prior to firing? Orange indicator in gap setting scale near 1.0mm. What confirmation was received that the device was fully fired? Heard "crack" after firing. What was the shape of the staples (b-formation, irregular, legs straight)? Not all b shape formation. If the device fully cut, were both tissue donuts present? Yes, checked and saw both donuts. If the device fully cut, were both donuts complete? Yes, both completed donuts. After firing was the adjusting knob turned ½ to ¾ revolutions? Adjusting 3/4 round to open. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes, rotated 90 degrees in both side and withdrew. Are any photos or video of the procedure available for analysis? If yes, please send. No photo & video for this case.

Event description:
It was reported that during a lap sigmoid colorectal procedure, after pressing the device on colitis, 3/4 of cut line had staples, 1/4 of the cut line was without staples. It was decided to cut and remove the part of colon which was injured by device (# 1 cm) and use the same like product for the combination. A like device was used to complete the procedure. The patient was diagnosed with malignant tumor at colon (note: cancer at sigma colon) and indicated for endo surgery. There were no adverse consequences for the patient reported. Sixty minute delay in the procedure.

Manufacturer narrative:
(B)(4). Batch # p55m56 the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.